Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap and tandem technical support instructed the customer to remove the o-ring. Customer then declined to troubleshoot the issue further, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.